Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, a heartstring seal cracked while loading into the delivery tube. No additional info was provided by the hospital. The hospital did not report any pt complications.